Event description:
Complaint #: (B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The same was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain, stress urinary incontinence, dysuria, frequency, urgency, dyspareunia, nerve entrapment, neuropathy, ilioinguinal/iliohypogastric neuralgia, right piriformis syndrome, pudendal neuralgia, chronic pain, sacroiliitis, recurrent rectocele with incomplete defecation and trapping of stool in rectocele pocket, constipation requiring digital evacuation, cystocele, weight gain, muscle atrophy, fatigue, depression, and insomnia, neurologist treatment for pain management , multiple trigger point injections, pain blocks, two rhizotomies, pelvic floor physical therapy, spinal cord stimulator, treatment also included vaginal dilators, medications, and estrace cream. A laparoscopic excision of peritoneal endometriosis and lysis of adhesions was performed in 2012. Patient underwent removal surgeries for the elevate, the last of which included re-implantation of coloplast products. After these removals, patient continued to suffer from leakage, drainage, vulvodynia, right thigh numbness, vaginal discharge, sui (recurrence), sacroiliitis with injections and overactive bladder symptoms.